Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a propex ii eur was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
We received the following information regarding this complaint 08.07.2024: the customer feedback is not that the measurement is inaccurate, but that the values are not displayed during use. No personnel injury. Previously the device has been sent for repair. Now, the device can be used for a while, but not for a while. And it cannot be charged now. The failure mode has been changed from incorrect measurement to no measurement. This is a follow up report for this information. The failure mode has been changed from incorrect measurement to no measurement. This is a follow up report for this information.